Event description:
It was reported that the tips were breaking while the device was in use. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was not returned to the MFR for investigation. Despite numerous attempts, no further info has been received from the account. If further info is received, a follow up report will be filed.